Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead exhibited placement difficulty due to patient's anatomy. The physician found that its helix coils had stretched out / expanded. The lead was attempted but not used and was replaced. Post operative the patient was experiencing multiple asystolic events proved by telemetry, a pause was noted, likely due to oversensing of p waves due to a micro-dislodgement. The patient was also experiencing arrhythmia. A chest x-ray was completed and chest compressions were performed during the pause and a temporary pacemaker was implanted. The lead was reprogrammed and eventually explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.